Manufacturer narrative:
It was reported that the end-user experienced a fall from a bath bench. The end-user reported that she had removed the bath bench from storage and had placed it in her bathroom so she could sit on it while putting on make-up and fixing her hair. The end-user stated that she did not "realize" that a leg on the bath bench was "already bent" prior to sitting on it. Reportedly, when she sat down, the device "crumpled" underneath her and she experienced fall onto her buttocks onto tile flooring. The end-user did not go to a hospital emergency department after this incident. According to the end-user she followed up with a "spine specialist" who ordered an MRI of the spine. The MRI of the spine showed that the end-user had experienced an l3 herniated disc. The end-user reports that she has required injections of an unidentified medication to her l3 disc and physical therapy. No sample was returned to the manufacturer for evaluation. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a fall from a bath bench and an l3 herniated disc.